Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should also be noted that the reported patient effect of dissection is listed in the electronic instructions for use guide wire hi-torque progress, ptca/pta/stents, cto, ce/FDA as a known patient effect of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a left anterior descending (lad) artery. During use of a 014 ht progress guide wire a dissection occurred; however, due to the minor extent, no treatment was necessary. The device was able to successfully complete the procedure. There was no clinically significant delay. No additional information was provided.